Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was that the patient was getting their device removed on thursday because they had not used it since they had their "bladder lifted" probably three years ago (not alleged to be related to device/therapy). The patient further clarified they had some irritation from the implant at the implant site and also reported they had been getting bladder infections (utis) and discomfort that all started "about a year ago" since they had their bladder lifted (not alleged to be related to device/therapy). These were the reasons they stopped using the device and now were getting the device removed. The reason for the call was to inquire about what to do with the patient programmer once the device was removed. The donation process information was reviewed and the patient was redirected to their healthcare provider to further discuss if desired. There were no device issues or further patient complications reported at this time.